Event description:
Caller reported encountering a cgm error code 42 with their sensor. There was no adverse impact on the customer¿s blood glucose level as it remained within a normal range. Technical support provided the caller with pump reset instructions and guided them through the reset process. Following the reset, the cgm error code was resolved, and the caller successfully initiated a sensor session.